Event description:
It was reported that the patient was previously seen on february 2024 and their pacemaker was noted to have approximately 1.75 years of longevity remaining. During an in-clinic follow-up on october 30th, the patient's device was found in backup vvi. The backup state was unable to be recovered as the battery resistance was 6000 ohms. Premature depletion was suspected. The patient's device was removed and replaced. There were no patient consequences.

Manufacturer narrative:
Device was returned due to being in backup mode. The backup condition of device was verified when received. Product code was downloaded, and analysis was performed. Analysis performed including telemetry and output featured of the device indicated that the pacer exhibited normal device characteristics. Device longevity calculation was performed and battery depletion was normal based on device usage. Analysis on the device image indicated the cause of backup was nmi trigger. The cause of nmi trigger was unknown and the reset could not be reproduced.

Event description:
It was reported, that the patient was previously seen on february 2024. And their pacemaker was noted, to have approximately 1.75 years of longevity remaining. During an in-clinic follow-up on october 30th. The patient's device was found in backup vvi. The backup state was unable to be recovered, as the battery resistance was 6 ohms. Premature depletion was suspected. The patient's device was removed and replaced. There were no patient consequences.